Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 7.0x60 supera self- expanding stent system (sess) was advanced and the stent was deployed; however, the user failed to return the lever to rear position to lock the handle prior to removing the delivery system from the patient. Therefore, the tip of the delivery system became detached while in the patient and had to be snared to be removed. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. Under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area. The investigation determined the reported difficulties appear to be related to deviation of the instructions for use as it is likely that failure to return the lever to rear position to lock the handle prior to removing the delivery system from the patient resulted in the reported tip material separation/noted tip jacket and inner member separations. As reported, the tip had to be snared to be removed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- incorrect removal.

Event description:
It was reported that the procedure was to treat a lesion in the right external iliac artery. The 7.0x60 supera self expanding stent system (sess) was advanced and the stent was deployed; however, the user failed to return the lever to rear position to lock the handle prior to removing the delivery system from the patient. Therefore, the tip of the delivery system became detached while in the patient and had to be snared to be removed. There was not adverse patient sequela. No additional information was provided.